Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and subsequently was hospitalized due to an elevated blood glucose (bg) level of 612 mg/dl and a high level of life-threatening ketones. Prior to the hospitalization, the customer delivered a bolus and used an insulin pen in attempt to address the high bg. The customer was treated with intravenous saline and insulin while in the hospital and was released on (B)(6) 2024 with no permanent damage and reported issue was resolved. The cause of the reported issue was due to air bubbles in the infusion set tubing. The customer replaced the infusion set to address the issue. Technical support performed a system check on the pump and determined that the pump was functioning as intended.